Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left circumflex. The 2.75x12mm maverick2 monorail balloon was inflated and ruptured. The number of inflations and to what atmospheres is unknown. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).